Event description:
This product has been returned for laboratory analysis.

Manufacturer narrative:
Analysis is currently on-going.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, this complete lead was returned. There were setscrew marks noted on all terminal connectors. The lead body was twisted from the yoke to the proximal shocking coil. The clear medical adhesive (ma) was torn/separated from the gore at the proximal end of the spring electrode and the proximal spring stretched at this point. Laboratory analysis was unable to confirm the reported electrical and dislodgement allegations; however the observed twist the in the lead's body was likely a result of twiddler's syndrome. The lead was found to be electrically continuous. Been reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased pacing and shocking impedances, increased thresholds and loss of capture as there is no sensing. Additionally, it was stated that the patient was pacing at 40 paced beats per minute due to undersensing. No adverse patient effects have been reported. Technical services (ts) recommended performing a chest x-ray to evaluate the patient for dislodgement. At this time, no adverse patient effects have been reported. A chest x-ray confirmed that the lead had dislodged as a result of twiddler's syndrome. The lead was explanted and a new product was placed.